Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. A complete lead was returned. The set screw marks noted on the terminal pin. The clear medical adhesive was torn/separated from the polytetrafluoroethylene at the proximal end of the proximal spring electrode and the proximal spring is stretched at this point. The helix was extremely stretched and issue was entwined in the helix. There was blood noted in the helix housing. Laboratory analysis could not confirm electrical issues. However, the helix was extremely stretched.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found out to be dislodged, exhibited high pacing threshold measurements and low amplitude. Also, there was non-conversion of ventricular tachycardia (vt) or ventricular fibrillation (vf). The lead was seen to be poorly positioned as it was not near the apex of the heart. The physician tried to reposition the lead, however, they were unable to retract the helix appropriately. Additional information indicated that the patient did not received multiple shocks to convert the ventricular tachycardia (vt). As a result, the rv lead was explanted and replaced. No additional adverse patient effects were reported.